Event description:
Siemens was notified on (B)(4) 2012 that the customer is experiencing a reoccurring problem on the dosimetrist 2.7 as well as the oncologist 4.2 with segmentation. Reportedly, when they merge two (2) contours, e.g. Left and right lung to one (1) new contour, the new contour gets the exact same name as the first contour instead of the new name it is given during the merge (e.g. "Left lung" instead of "lung all"). The customer feels that this issue could lead to incorrect planning if two (2) contours have the same name that can easily be mixed up. There is no report of injury to a patient. This reported issue has occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported occurrence showed that this is a software error of the vsim application. The problem occurs if the user selects one of the pre-defined structure names in the name dropdown in the structure operations dialog (boolean operation). A workaround has been provided to the customer. The user has been informed to type in a name instead of accepting the selected value from the presets. The name will be stored correctly as soon as it is typed. Considering this, no additional corrective action is required. Brand name - syngo suite for oncology system is a collection of devices with compatible workflows. The subject devices are listed as: syngo rt dosimetrist 2.7, syngo rt oncologist 4.2. 510k numbers for both devices of syngo suite for oncology system: k101119 - syngo dosimetrist workspace v2.7, k103606 - syngo oncologist v4.2.